Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarm alarms noted during testing however, hardware low level failure alarm alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The troubleshooting was performed for the insulin pump error alarm and they were able to clear alarm and complete the rewind. The insulin pump will be returned for analysis.